Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Patient had heard only noise suddenly since (B)(6) 2018. No record of trauma was reported. Patient was re-implanted successfully.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report seem to match this finding. This is a final report.

Event description:
The recipient has had heard only noise suddenly since (B)(6) 2018. No record of trauma was reported. The recipient was re-implanted.